Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices had undergone non-stryker repair and non-stryker components were present. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices smoked. There was patient involvement; no patient impact.